Event description:
The customer reported an ifb timeout. The system will not operate with this error. This resulted a total loss of imaging functionality. There is no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ifb board was evaluated and replaced. The system boards and connectors was reseated. The system was tested and found to be working as intended and returned to service.